Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the trocar valves are leaking. Additional information and product sample have been requested. No additional information has been provided to date.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which indicated that the unspecified number of vitreoretinal procedures were completed without patient harm.

Manufacturer narrative:
Evaluation summary: no sample has been returned for evaluation for the report of leaking trocar; therefore, the condition of the product could not be verified. For this complaint file, the final customer lot was identified. A device history record review for each of the component lots was conducted. The lots had no anomalies found based on the device history record reviews. The product was released based on the product¿s acceptance criteria. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. A root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection practice that required manipulation of the valved septum along the blade shaft. The reported lot for this complaint includes affected manufacturing lots. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed.

Event description:
This is one of two reports being filed for this facility. This report is for male patients.